Event description:
On (B)(6) 2011, a customer contacted covidien reporting "no power" on the epump. On (B)(6) 2011, the unit was evaluated at the covidien service center at which time inside of the battery door was observed signs of burned wires partially melting the battery door.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.